Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: customer reported a black spot or particulate on the inside of the transfer set tubing on line 2 just before the macro/micro junction. Multiple flushes and primes did not dislodge the foreign item. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was provided for evaluation. The sample was subject to a visual inspection by a subject matter expert and was not able to observe a black spot on the transfer set. Based on the evaluation results, the reported defect was not confirmed. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.